Event description:
A caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The caller had attempted various troubleshooting steps, such as using the tandem charging cable and wall adapter and leaving the adapter plugged in for 30 minutes, which resulted in an unstable connection that required manual adjustments. Tandem technical support decided to send a replacement charging cable and wall adapter with two-day shipping. The caller also mentioned having an older pump available for backup use.